Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. To date, there is no intervention information available from the field and the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).